Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack across the screen of the insulin pump. Customer's blood glucose level of 95mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.